Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that there was a break in y-junction. As the result, the patient experienced blood leakage. The catheter was implanted in the patient in 2011. The device was pulled and replaced on 08/16/2014. No patient injury. The dwell time of the catheter in the patient: 3 years.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The returned product sample consisted of one incomplete palindrome sapphire 19/36kt vt catheter. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. During visual inspection, a hole was detected below the hub. During underwater test (functional test), bubbles were detected coming out below the hub, from the lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (leak could be caused more likely due to the use of an improper cleaning agent). Per procedure, manufacturing performs 100% pressure testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.